Event description:
No new information to be added to the description of the event at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
State is unknown, (B)(6) is the health care provider's. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane shetty single lumen gastrojejunostomy catheter was placed for an unspecified procedure. Around one year later, the patient's spouse reported the patient removed the catheter and required an additional procedure to have the device replaced. There is no indication of device malfunction relating to this event. No other adverse effects were reported for this incident.